Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg) level 372 mg/dl. It was noted the user had eaten a dinner consisting of barbeque chicken, beans, rice, and part of a cupcake. The user remained on ilet insulin therapy, and bg levels were expected to normalize as the device continued automated correction dosing. No symptoms, medical intervention, or hospitalization were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.